Manufacturer narrative:
Medical device lot #: (B)(4) was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when opening package of bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the non patient end of needle separated from the hub. The following information was provided by the initial reporter: loose IV cannula found when opening package.

Manufacturer narrative:
H.6. Investigation: bd had not received samples((an empty package was received from the customer)) or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that when opening package of bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the non patient end of needle separated from the hub. The following information was provided by the initial reporter: loose IV cannula found when opening package.